Event description:
It was reported that catheter fracture occurred. An angiojet solent omni was used for thrombectomy procedure. The treatment area was located in a femoral-femoral popliteal graft. Powerpulse was initiated for 180 seconds. After 180 seconds. A visible mist was observed coming from catheter shaft which had fractured. The procedure was completed with another of the same device. There were no patient complications reported.